Event description:
It was reported that during decontamination ir sterilisation process, one of the screws of the ratchet handle came off. Besides, the unit was not able to perform the up and down motion. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.